Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep checked the patient's recharge level and she was on 4 and was lowered to 2. Rep stated they thought it was the highest level of charging that caused the burning sensation. Issue was not known to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient reports feeling burning internally at the ins site only after the ins reaches 80% charge level and beyond. The patient usually charges for about 30 minutes at a time. There were no signs of skin irritation, the charging temperature and speed were reviewed. The caller was with the patient and reviewed checking recharge history and energy calculation to see if recharging was appropriate. It was also reviewed that charging is less efficient between 90 and 100% charge level, but it shouldn't cause heating sensation. The patient also stated that the device depletes when not in use. It was reviewed that this is expected. No further complications were reported or anticipated.